Event description:
It was reported by the customer that a pyxis medstation es system had black screen with no power. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the black screen found on drawer 4.1 the field service engineer resolved the issue by replacing retractor band from the drawer 4.1. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.